Event description:
It was reported that the patient presented for follow-up with over-sensing exhibited by the right ventricular lead. The over-sensed noise episodes resulted in pacing inhibition and high ventricular rate alerts. No interventions were made, as the issue will continue to be monitored. There were no patient consequences.